Event description:
The user facility reported that while an employee was operating their evolution transfer carriage, it became unstable and fell to the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage and found that the loading car and transfer carriage were damaged. The transfer carriage and loading car have been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The technician made the necessary repairs to the loading car subject of the reported event. The loading car was tested, found to be operating according to specification, and returned to service. However, in lieu of repairing the transfer carriage, the user facility will be provided with a replacement. No additional issues have been reported.